Event description:
Related manufacturer reference number: 3006705815-2023-06147. It was reported the patient experienced stimulation in the wrong location. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.